Event description:
On (B)(6) 2023 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). During a tubing exchange, a bezoar was noted at the end of the intestinal tube. The duodopa tubing were replaced.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned or was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. Health effect clinical code of 4581 was chosen to capture the event of a bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.